Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/11/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Upon receipt by mentor, the gel contained appears clear. No foreign material was observed within the device or on the shell surface. The device appears intact. No other anomalies were discovered. A root cause failure analysis will not be conducted since the investigation could not confirm that an actual failure of the device to conform to expected performance had occurred. The device appears intact. No other anomalies were discovered. Hematoma is a collection of blood within the space around the implant. Symptoms from hematoma may include swelling, pain, and bruising. While the body absorbs small hematomas, some will require surgery. If a hematoma occurs, it will most likely occur soon after surgery; however, it can occur at anytime. Hematoma is a known complication associated with this procedure and is referenced in our product insert data sheet. Reason for device explant and/or reoperation: capsular contracture; baker grade unknown, and hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number (B)(4). On 11/11/2019, mentor became aware that psr submission reference numbers (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number. It was reported that a (B)(6) hispanic female patient underwent an primary breast augmentation with a 400cc mentor memorygel breast implant on both sides on (B)(6) 2016 and was presented with bilateral capsular contracture; left side baker grade unknown, and right side baker grade iii, and bilateral hematomas. As a result, the patient underwent bilateral explantation and replacement with allergan 525 srx implants on (B)(6) 2018. This report is for the patient¿s left-sided device.